Event description:
The manufacturer became aware of a literature published by the '(B)(6) switzerland¿. The title of this report is, ¿complete rupture of the popliteal artery complicating high tibial osteotomy¿, published on (B)(6) 2014, which is associated with the stryker ¿monotube triax external fixator system¿. The article can be found at http://dx.doi.org/10.1016/j.jor.2014.08.002. This report includes an analysis of the clinical data that was collected on 2 patients, and the cases in this study range from (B)(6) 2002 to (B)(6) 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, it was reported that 1 patient experienced diminished foot pulses and severe pain 24 hours after surgery. Additionally, the patient was presented with a swollen, warm leg with diminished sensation over the foot sole and a palsy of the foot extensors. An urgent MRI was performed 48 hours after surgery and the diagnosis of a complete rupture of the popliteal artery was confirmed. The tibial nerve was intact on imaging. The patient was taken to urgent revision with removal of the external fixator and internal fixation of the proximal tibial osteotomy with a locking plate. After that, the vascular surgeons performed an urgent revascularization with end-to-end anastomosis with a reversed ipsilateral saphenous vein interposition graft. The intraoperative findings confirmed a sharp dissection of the tibial artery caused by the osteotome. In the latest follow-up the patient still suffered from plantar hypaesthesia and paresis of the foot.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the '(B)(6) switzerland¿. The article can be found at http://dx.doi.org/10.1016/j.jor.2014.08.002. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.